Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached over 200 mg/dl, while wearing the pod longer than 48 hours.

Manufacturer narrative:
The device was received partially deployed. The slide insert was not positioned under the viewing window completely, and the formed needle was observed protruding past the needle well. The needle mechanism deployed and retracted fully upon removal of the top housing. Score marks were observed on the top housing. The linkage assembly rivet was observed to be damaged. This damage caused interference between the needle mechanism and the top housing, resulting in the needle's inability to retract.